Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist to cease treatment due to periodontal disease and tooth decay. They also reported that due to the aligners they have developed gum issues, and chipped teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.